Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the implant arrived in a clean status without visible damage. The components have been examined visually and microscopically with the digital microscope and the digital camera. A visual inspection of the clip was performed. Grooves and quirks were found. Traces of usage and unknown deposits were found. Furthermore the implant was sent to the quality assurance of the production department for closing force test. The closing force has been examined with the check weighed for clip ID (B)(6). The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification and valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the product is most probably usage related. A CAPA is not necessary.

Event description:
It was reported by the healthcare professional to the company sales representative "5 day po, (B)(6) 2018 the aneurysm clip turned perpendicular to the original placement during recovery and the patient needed to be sent back to surgery for another clip. There was a piece retrieval and replacement with another clip on (B)(6) 2018." No patient injury reported. No delay in surgery reported.